Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient owned a glucometer but never did any fingerstick prior going to hospital. The patient experienced vomiting, fatigue, and lethargy. The patient was laying on the bed and the spouse called ems because the dexcom was not showing any readings, it only said "brief sensor issue." When ems arrived, they check the blood glucose which was around 600 mg/dl. The symptomatic hyperglycemia was treated with unspecified IV and the patient was rushed to hospital due to ketoacidosis. In the ed, and IV was continued and the patient took off the sensor since it did not have any reading. The nurse checked her blood a lot and she was given insulin and other unremembered medicine. The patient was admitted to ICU for 24 hours and a regular room for another 24 hours. The patient went home after 3-4 days. At the time of contact, it was indicated that the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.